Event description:
It was reported that during the implant procedure, the right ventricular [rv] lead was binding to the introducer; this caused the physician to have "great difficulty" removing the introducer from the lead which in turn caused the rv lead to dislodge. The physician communicated that it felt like there was a "chemical bond" between the sheath and rv lead. The lead was removed and a different rv lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism. It was visually notes that the introducer was not returned. A fresh introducer was used to perform the test, and the test passed. Per engineer request seven outside diameter reading were taken of the outer tubing and exposed defibrillation coil. All measurements were taken from the proximal end of the lead.